Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 57 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer did not troubleshoot the issue. The customer did not return the insulin pump back for analysis. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the test. Device received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.